Event description:
It was reported that the footboard is defective bed will not go back up.

Manufacturer narrative:
It was reported that the footboard is defective bed will not go back up. The customer reported that the footboard is no longer functioning and will not raise, while the headboard continues to function properly. No medical intervention, serious injury, or follow-up care has been reported.